Event description:
The patient reported that their pacer device was not working. No further information was provided or could be obtained. The device remains in use. No patient complications have been reported as a result of this event.